Event description:
A patient reported following an intraocular lens (iol) implant procedure, he is experiencing glare and is unable to go outside. He constantly feels out of balance. The surgeon performed yag laser, however, the patient is still experiencing glare. The surgeon stated that the lens looks 'perfect' following the yag laser. The patient has tried many glasses without improvement.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the product remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. At the consumer's request, the surgeon was not contacted. (B)(4).